Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The procedure was accessed via a radial approach. The 100% stenosed lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 3.00x24mm taxus express2 paclitaxel-eluting coronary stent was advanced to the lesion, but was unable to cross the lesion. The physician removed the stent from inside the patient and he noticed the proximal stent edge was lifted up. He then pre-dilated the lesion with a 3.25x12mm quantum maverick balloon. A 3.25x12mm taxus express2 and a non bsc stent delivery system were implanted in to the lesion. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.